Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event was attributed to a combination of user technique and early weight bearing by the pt.

Event description:
Five months after implant, the patient reported pain. An x-ray revealed the nail had broken distally. Revision surgery was performed using a gamma nail (12mm/125), the same lag screw and not distally locking the nail. This event did not cause an adverse consequence to the patient or surgical delay.